Event description:
Healthcare professional reported right side rupture, "estimated volume of 359 ml, minimal fluid adjacent to both implants, slightly more marked on the right; however, no significant effusion/seroma formation is identified", " abnormal appearance with some layered folds as well as multiple droplets of fluid signal throughout the implant lumens consistent with intracapsular rupture", "few small subcentimetric cysts, largest cyst lies at approximately 12 o' clock in the right breast measuring 8 mm", "some heterogenous parenchymal enhancement; however, no specific mr evidence of neoplastic changes could be identified". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side rupture, "minimal fluid," "abnormal appearance with some layered folds as well as multiple droplets of fluid signal throughout the implant lumens consistent with intracapsular rupture," and cysts. The device remains implanted.